Manufacturer narrative:
Follow-up #1 date of submission 10/29/2015, device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the keypad buttons all responded appropriately. No evidence of contamination was found under the key contacts. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked. Evidence of rust was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was found on the support bracket, battery canister, and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.